Event description:
International customer reported that the suture broke, one day following conjunctival surgery. The pt was returned to surgery for repair. No broken suture or suture remnants were found at the time of re-operation.

Manufacturer narrative:
Date sent to the FDA: 05/30/2008 result: rep samples of the returned product were visually inspected then tested for breaking strength retention. The results obtained met specification. Conclusion: no failure detected and the product meets breaking strength retention requirements.